Manufacturer narrative:
The explanted set screws were examined visually & microscopically. The set screw from left s1 (the one that loosened) exhibited damage to the side of the set screw that contacts the rod which is consistent with the rod not being optimally seated in the pedicle screw. The other three set screws that were removed exhibit uniform damage about the center of the set screw, which is typically seen when a set screw is properly locked down. On the left side rod, there was an abrasion at the very end of the rod, which likely matches up with the left s1 set screw and indicates an insufficient rod overhang. The forces placed on the compromised construct likely led to the movement of the screw on the right side at l5. It was also noted that the patient had not yet fused at the time of the revision and this could have also been a contributory factor. The pedicle screws that were removed were visually inspected. They exhibited slight wear consistent with use. The rod slots were measured and found to be within specification. The manufacturing and inspection records for the parts were reviewed and there were no discrepancies. The handle that was used during the case has not yet been returned and could not be evaluated. Possible causes of set screw back out have been reviewed with the representative to convey to the surgeon. Without the actual instrument used to implant the set screw, no definitive conclusions could be drawn regarding a root cause. Incidents of this nature will continue to be closely monitored.

Event description:
Patient had not yet fused and presented with pain approximately 7 months post-operatively. The left everest set screw at s1 and the right pedicle screw at l5 had loosened. The patient was revised and the set screw and pedicle screw replaced.